Event description:
It was reported that during an orif of a left hip, the surgeon made an incision and inserted the guide wire into the hip and measured for screw length. The screw connected to dhs coupling screw and it appeared that the coupling screw was seated correctly onto the lag screw. The surgeon advanced the t-handle and screw. Surgeon removed t handle and coupling screw. Surgeon put dhs side plate over the coupling screw to seat against the femur. Took ap view. Noticed plate wasn't advancing and coupling screw appeared out of line of the lag screw. Upon inspection of the coupling screw, some threads were broken off. Surgeon ended up using the t-handle wrench to back lag screw out. Upon inspection radiographically, there were no broken pieces to retrieve. Sc believes that because there were no fragments left behind that the instrument was broken prior to procedure. The coupling screw has been discarded.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).